Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the monitor was found to have contamination in the j1 battery connector. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/wires exposed) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. Additionally, the ECG c and d cable was pulled form the strain relief at the distribution node, but the wires were intact. The root cause for the damaged cable was excessive force. No adverse event resulted from the defective belt. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination throughout the unit, including on the battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger. Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.

Event description:
A us distributor reported that a patient's monitor was displaying battery faults. A us distributor reported that a patient's electrode belt had damaged cables. A us distributor reported that a patient's battery charger was unable to charge a battery pack. A us distributor reported that a patient's battery was unable to recharge or power a monitor.